Event description:
A nurse reported three cases of tass. All three patients were treated with anti-inflammatory medications. All three patients were reported to be doing well following treatment. There are three medical device reports being filed for this report -- this is for the second patient.

Manufacturer narrative:
The device was not returned for evaluation. One opened, empty carton was received with lot# 08e09g printed on it. Batch records review indicated product met release criteria. Retention samples were tested; results met specifications. There have been no other complaints reported in this lot number except the ones reported by this facility. Additional information was requested on 10/21/2008. Reporter stated additional information will not be provided. This report was mailed to FDA on: 11/19/2008.